Manufacturer narrative:
(B)(4). Batch # t5el5d. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy, the device stopped at the first firing on the blood vessel. The knife reverse switch was used to return the knife to home position. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.